Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air was observed in an unspecified quantity of integrated apd set w/cassettes. The events occurred during an unspecified step of peritoneal dialysis therapy.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h3, h4, h6 and h10. B5: correction-the patient received an "air in cassette" alarm. It was not reported if air was observed in the line. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.